Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, white "foreign bodies" were noted on the tip of the lead. The "foreign bodies" were cleared off of the lead, and the lead was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant procedure, white "foreign bodies" were noted on the tip of the lead. The "foreign bodies" were cleared off of the lead, and the lead was implanted. No patient complications have been reported as a result of this event. 2013 (B)(6), (B)(4) received packaging tray only with pictures and event summary paperwork

Manufacturer narrative:
Product event summary: the lead inner packaging was returned and visually analyzed. A white piece of foreign material was noted inside the inner tray of the lead packaging which was approximately 1 mm by 4mm in size.